Event description:
A us distributor reported that a battery charger was unable to charge a battery pack.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (unable to charge battery pack) was due to corrosion on the battery board. Upon further investigation, q1 on the bedside board was internally shorted, causing fault. The root cause for the corrosion was ingress of an unknown liquid. The root cause of the shorted q1 was unable to be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.